Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02667. The patient received two surgical leads as part of her scs system. It was reported one of the leads was being revised in order to adjust its placement. The lead exhibited invalid impedance readings and troubleshooting efforts during the procedure allegedly were unsuccessful at resolving the issue. The physician decided to explant and replace the lead. Both of the leads are being reported as the affected device is undetermined.

Manufacturer narrative:
Evaluation: results: the complaint for invalid impedances was not confirmed. As received, microscopic inspection revealed the lead was in good condition. The lead passed all functional and continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.